Event description:
Reported issue (incident date and time: (B)(6) 2025 at 1200hrs): pump alarming for air in line 3 times since start of shift and once overnight through the norepinephrine line. Secondary line primed and attached to patient after first event as blood pressure dropped to 50/40. Norepinephrine infusing at 0.44mcg/kg/min and blood pressure drops profoundly after only 20 seconds of line stopping. Attempts to press "bolus" to clear line of bubble ineffective. Flicking tubing and removing line and reinserting attempted. After 4th event, primary infusion changed to a new pump and line replaced in the pump that was alarming "air". Manufacturer investigation as follows: 1. Reported complaint air observed in system 2. Quantity of the sample(s) we received no sample or picture for investigation 3. Concerned product code/batch vl pr 42-11/ m46445665/ unknown 4. Investigation report we received no sample or picture for investigation. Batch documentation overview and retain samples evaluation are not possible as the batch number is unknown. During the last 12 months (time period 16.06.2024 to 15.06.2025) we received 02 similar complaints for this article (m46445665) and defect "air observed in system". 5. Root cause: the root cause of this failure is not determined as we did not receive any complaint sample or photo for investigation. Additionally, inspection of retain samples and review of batch documentation are not possible as the batch number is unknown, we are not able to confirm that the reported failure is related to production process or material fault, we should also emphasize that the correct functioning of the product depends on the correct execution of the priming procedure according IFU. 6. Corrective action corrective and preventive actions are not necessary as we are not able to determine the root cause. 7. Conclusion based on these results we cannot confirm this complaint.